Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported problem from the customer. The aea (adapter) was damaged or had a friction issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the initial reporter to further investigate the reported complaint. The reporter confirmed that the issue resolved after replacing the endoscope (serial# (B)(4).the fse also contacted the surgeon to explain that the camera position was not at supposed by the system, thus the camera had a different angle, and the movement became non-intuitive. Furthermore, fse explained how to resolve the issue. Removing scope, rebooting the system (new initialization of the usm) and installing a different scope. Intuitive surgical, inc. (Isi) has requested that the endoscope to be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video was provided for review. A review of the device logs for the 30-degree endoscope (part# 470057-08/ serial# (B)(4) associated with this event has been performed. Per this review of the logs, the endoscope was last used on (B)(6) 2022 during a low anterior resection via system serial# (B)(4). There were 1988 uses remaining after this last usage. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to the instruments were moving in the opposite direction of what was expected. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, when the customer tried to turn the scope, there was a cracking sound, and the scope was stuck in its position. The tse found multiple logging entries pointing to the universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) followed up on 13-oct-2022 and obtained the following additional information: the system was checked before use. The use of the endoscope was not possible because the camera rotation led to a mirrored instrument movement. Even after inserting a replacement endoscope, intuitive motion was not possible. According to the technician, the system would have had to be restarted. The da vinci-assisted procedure was changed to laparoscopy because there was no intuitive motion. The laparoscopic procedure was completed successfully. The issue caused a procedure delay of approximately 10 minutes. The current status of the patient is good. No further patient information can be provided.